Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 38 mg/dl and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter ((B)(4)) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of strips. Control solution testing was performed and all results were within range specification, no errors were observed during control solution testing. The reported test strips have not been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR (device history review) for the freestyle precision neo meter was reviewed, and the DHR showed the freestyle precision neo meter passed all tests prior to release. The DHR for the precision test strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the reported test strips are returned, an investigation will be performed.

Event description:
Customer reported receiving erratic readings on their (B)(6) blood glucose meter. Customer reported receiving readings of 38 mg/dl and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.